Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, flame shot out of the megadyne unit. All available information provided.

Manufacturer narrative:
(B)(4). Sent: 10/1/2019. Investigation summary: per service manual, operational, and diagnostic analysis, could not confirm reported ¿flame shot out of the megadyne unit..¿. The testing of the unit was completed per the service manual and work instructions. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Device history review: the device history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.